Event description:
During an internal jugular catheter insertion attempt just prior to an emergency exploratory laporotomy, the guide wire was lost in the pt during the insertion procedure. An x-ray revealed the guide wire to be in the superior vena cava and inferior vena cava. There was no attempt to retrieve the embolized guide wire due to the critical condition of the pt. The pt expired of colon malignancy and this event with the wire guide had no bearing on the pt's death.